Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0ge4r, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The patient reported leakage and lack of effect. It was occurring daily. There was no trauma or falls that could be related to this issue. The issue was not related to positional movement. There was no recent medical test or emi exposure. The patient had been reprogrammed with no resolve and did not think he had ever tried changing programs on his own, but with his memory he could not remember. A few weeks ago the doctor advised him to turn it off to see what happened. Turning stimulation off made no difference, except he got up less at night. He had the device implanted for leakage issues and he was "not peeing good enough." When the interstim was on, he could not empty his bladder. The patient never had 50% reduction but he did not know he had the same symptoms with it on and with it off. With if off he did not go as many times at night. When he had it on, he didn't empty his bladder. He could not tell any difference. The reason for implant was for leakage issue and when he would go he was not peeing good enough. This had been happening since implant. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.